Event description:
Reporter indicated the pt is experiencing mania. The pt has a history of mania. It was also reported the pt has been diagnosed as bi-polar since being implanted the vns therapy. The pt has reportedly not experienced any life changing events. The pt has been on mao's (monoamine oxidase inhibitors), lithium, wellbutrin and lexapro. Good faith attempts to obtain additional info have been unsuccessful to date.